Event description:
4/26/00 it was reported by the affiliate there was not a reoperation on the pt. In the first 25mm inward, the staples were formed and the blade cut. Thereafter, the device was blocked and it was necessary to set back the knob to the inicial position. The device was not reloaded and it did fail with the original cartridge.

Event description:
It was reported that (3) devices were used during a gastric bypass. It was reported by the affiliate that the tct75 devices were used. The instruments were used for transection. The pt had a reoperation and extended or time of 2 hrs and a extended stay in the hosp of 7 days. The other info is unreadable and awaiting clarification from affiliate.